Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filled upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
Reported an infusion pump with a low battery. Information was not provided regarding whether or not te device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming.